Event description:
Onw week post surgery, swelling and erythema developed over the icbg surgical site with subcutaneous fluid collection. Surgeon was concerned regarding infection and returned the pt to the operating room for irrigation and debridement. The wound was closed over drains. Drainage persisted via suture line and second debridement was performed. Wounds subsequently heald without complication. Cultures were negative. No evidence of infection. Outcome: healed uneventfully.